Event description:
It was reported that a customer's pump screen was dark and would not turn on, even after several troubleshooting attempts. There was no reported adverse impact to the customer¿s blood glucose level as the customer declined to provide this information. The customer was instructed by technical support to replace the pump, and in the meantime, they were to use multiple daily injections (mdi) to ensure insulin delivery was not interrupted. Additionally, the customer was guided on the return process for the defective pump, which involved using a pre-paid label and return box.